Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 400 mg/dl. Pt then took two glucose tablets. Pt experienced dizziness, shakiness and blurred vision. Spouse took pt to the hospital and pt was treated with two bags of glucose. Pt did not state whattheir glucose level was upon arrival to the hospital. Pt was kept for observation and released with instructions to see their doctor. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.